Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: date and name of index surgical procedure the diagnosis and indication for the index surgical procedure? Ablation thread s/c clavicle (following coracoid abutment at the level of the left shoulder on (B)(6) 2020). On what tissue what the suture used? Skin. What was the tissue condition, i.e. Normal or thin, calcified, fragile, diseased? Normal.. What were current symptoms following the index surgical procedure? Onset date? (B)(6) 2020, 4 weeks after the procedure persistence of scar disunity with flow of purulent sero liquid + antibiotic therapy on (B)(6) 2020 for 10 days. Has the patient received medical or surgical intervention for the fistula and removal of suture? If yes, please provide the date. Yes hospitalization and intervention on (B)(6) 2020. What is the patient¿s current status? The skin evolution is favorable. The device is not available. Event related to (B)(6) 2020 antibiotic therapy reported via mw# 2210968-2020-04640; event related to (B)(6) 2020 intervention reported via mw# 2210968-2020-02798.

Event description:
It was reported that the patient underwent ablation thread s/c clavicle following coracoid abutment at the level of the left shoulder on (B)(6) 2020 and suture was used on the skin. A fistula at the level of the surgical site was observed due to a non-resorbed subcutaneous thread. The patient experienced scar disunity with flow of purulent sero liquid. The patient was administered antibiotic therapy on (B)(6) 2020 for 10 days. The patient received hospitalization and intervention on (B)(6) 2020. The patient current status was reported as skin evolution is favorable.